Event description:
It was reported that the pulse generator of an asymptomatic patient was found to be operating backup mode. A firmware download restored the device to normal functionality. Upon restoration, it was found the devices battery had depleted. The device was explanted and replaced on 10/27/2014 as a result of normal battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found normal pulse generator characteristics.